Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a 3539250 model b 110 v electro dermatome complete kit would shut off if it touches the skin. No patient injury has been reported. No additional information available. Serial numbers (B)(4) were reported; however it is unknown which serial number caused this event.

Manufacturer narrative:
The device was not returned for evaluation. DHR for serial number were reviewed. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with these serial numbers. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.

Event description:
N/a